Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time..

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive, and there was moisture in the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: during investigation, the up, down and ok buttons were unresponsive to user presses. There was moisture observed on the keypad. A leak test failed due to a leak in the display lens. The keypad was removed and there was no damage to the button contacts or keypad flex cable. The pump was opened and there was moisture corrosion found on the keypad connector. There was no moisture found in the battery compartment.